Manufacturer narrative:
A ge service representative performed an onsite investigation. The generator power supply, hard disk drive and backplane were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the fse confirmed the problem reported by the customer of system not turning on. The fse determined the cause of the problem to be the power supply, backplane, and hard drive. The fse replaced the power supply, backplane, and hard drive to resolve the issue. As a result of the hard drive being replaced it is a good practice to reload system software. The fse verified system functionality. Based on age of the system, manufactured before 2006, this type of failure would be expected and reflective of the normal wear and tear that is anticipated as the system is used. This complaint does not represent a malfunction.